Event description:
The customer reported that there was an interlock failure error message. This error may cause the system to shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found a problem with the 24 volt power supply, but no conclusion can be drawn as repair information is not available.